Event description:
A zoll distributor returned electrode brlt sn (B)(4) to report that the electrode belt ECG electrodes were non-functional.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. Upon investigation, the electrode belt failed the incoming ECG fall-off test. The cause for the failure was isolated to corrosion inside of ECG b causing oxidation at pin 1 of processor u1. The root cause for the corrosion could not be positively identified. No adverse event resulted from the defective electrode belt.